Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported error codes. No patient involvement was reported.

Event description:
The customer states that the device has critical failure, disabled therapy. No patient involvement was reported.